Event description:
The device's pacer function reportedly stopped by itself several times during the reported event. There was no adverse effect to the pt as a result of the reported event. The pt's outcome and details were not reported.